Event description:
Battery pack was removed from a disposable suction - irrigator and placed on a metal table. Within a few minutes, the staff noticed a chemical odor and smoke. The operative procedure was complete and the pt taken from the operator room suite without any harm. Maintenance staff removed the battery pack which appeared to have opened up and released its contents. No one was harmed/injured.